Event description:
A report received from the USA stated an 840 ventilator experienced a breath delivery (bd) printed circuit board failure. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) which resolved the reported issue.